Event description:
Country of complaint: (B)(6). Paper particles are falling from cardboard support when opening packages. Potential to fall into open wound.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: there are no previous complaints of this code batch. There are no units in OEM stock. Without any closed and/or defective sample we cannot carry out an analysis. Some very little particles could appear when opening the packaging due to characteristics of the support card material, although the sterility is warranted. Review the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is corresponding (not justified). Actions on product: not applicable. Corrective/ preventive actions: corrective action has been initiated with cardboard supplier in order to reduce/eliminate quantity or particles generated when opening packs.